Manufacturer narrative:
Date received by manufacturer: 25sep2019. Date of report: 26sep2019. The customer troubleshot with technical support. The customer was advised to check the back side of the connector that the external o2 cell connects to and make sure there is no emi coating touching it. Multiple attempts were made to obtain information on the repair/service of the device that have been unsuccessful. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 06/27/2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
Oxygen sensor failure. There was no patient involvement.